Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging swolle eyes, severe headaches, severe sinus pain, internal pain in the organs, nausea and severe coughing. Medical intervention was not specified. The patient required prescription medications such as painkillers. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.